Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the doctor found that the balloon cannot be expanded during use and the balloon was leaking. No pt injury reported.